Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Blank display due to misaligned battery tube. Unable to perform displacement test, self-test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump had rails at the back was crack and broken. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.